Event description:
It was reported that during a filter placement treatment procedure, guidewire removal difficulties occurred. There was no difficulty when inserting the introducer sheath/dilator and the carrier into the patient. The physician had performed a pre-placement vena-cavagram and the patient was determined to have an adequate caval diameter. The system was flushed using sterile heparinized saline prior to and during the time that the catheter was in the body. The physician used fluoroscopic guidance during the procedure and successfully deployed the filter. The customer reported that when attempting to remove the guidewire after filter deployment, "the wire got caught on the filter legs." It was necessary to remove the filter which was accomplished with a snare. The procedure was successfully completed using a different device the next day. There was no reported patient complications and the current patient condition is reported as "fine".